Event description:
It was reported that this pacemaker system exhibited high capture thresholds and loss of capture (loc) on the right ventricular (rv) lead. Additionally, despite rv threshold alerts being enabled, the remote transmissions were not flagged as alerts. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.